Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-00651. It was reported that a patient presented in-clinic for a lead revision procedure to address high capture thresholds and fracture on the lead. During the procedure, examination of the patient's pacemaker revealed premature battery depletion, and the high capture thresholds were alleged on the device as well. The device was explanted and replaced on (B)(6) 2022. The lead was also capped on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.

Manufacturer narrative:
Correction: h10 field should be corrected to include DHR statement: the reported event of ¿premature discharge of battery¿ and ¿capturing problem¿ couldn¿t be confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical, mechanical analysis and capture test, in field settings, performed indicated normal functionality. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Field settings indicated high output mode and auto-capture were enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ and ¿capturing problem¿ couldn¿t be confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical, mechanical analysis and capture test, in field settings, performed indicated normal functionality. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Field settings indicated high output mode and auto-capture were enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.